Event description:
"Patient reported had surgery in 2007. Patient explained after surgery, patient has been in constant pain. She went to arthritis doctor and he confirmed, she has bilateral knee arthritis and a mass in lower leg. She had several shots in the knee for the arthritis, but to no avail. She is in constant pain 24/7 - can't sleep. Patient indicated the right side is numb sometimes, she also feels like fluid running down her knee and the outer skin is sore 2 inches down from the knee. In 2009, patient went for second opinion - had body scan, everything was fine." Additional information received stated that patient had "a bone scan and some blood tests as well as an aspiration".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.